Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder stopped working after 8-10 activations. This occurred during vessel/side branch ligation. They changed the power extension cords twice with no response. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the cold jaw was slightly burnt. A supplemental report will be submitted when the investigation is completed. (B) (4)